Event description:
It was reported that the surgeon inserted a competitor's lens using the msi-pf injector and the trailing haptic got caught in the injector during insertion. The incision was enlarged to remove the lens and another iol was successfully implanted. No sutures were required. The pt's current prognosis is good.